Manufacturer narrative:
Analysis received the unit function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. There was no excessive no delivery alarm noted. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 509 mg/dl at the time of incident. The insulin pump will not be returned for analysis.